Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise reversion episodes. All other electrical measurements were within normal range and stable. The patient was in stable condition. The physician elected to continue to monitor the patient.